Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years, 6 months, 5 days following the implant of this transcatheter bioprosthetic pulmonary valve, the valve was explanted and replaced with a second pulmonary valve conduit for unknown reasons. No additional adverse patient effects were reported.